Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the controller had a "software problem" screen. The patient said the ins wasn't recharging so they reset the li-battery but after they did that, they encountered the "software problem. Cannot continue. Please call medtronic" screen. The code said 1. Intellis 2. 3.0 3. 243 4. Qf_port screen #99. The controller was connected to the recharger. Troubleshooting was done during the call, patient was instructed to reset the controller by removing and re-inserting the battery pack in controller. Troubleshooting resolved reported issue. The patient called back on (B)(6) 2019 to report that the controller worked yesterday for a little bit but today, they are getting the software problem again. No patient symptoms reported. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the cause was "couldn't finishing the charging" and the issue is resolved. No patient symptoms reported. No further complications reported/anticipated.